Manufacturer narrative:
The following device code is no longer applicable to this event.

Event description:
Additional information received reported that the device was working fine. The patient did not know what she was doing. It just needed a new battery. They wanted a brochure. A copy of the patient programmer (pp) manual and therapy guide was sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): the consumer reported they did not think their device was working and wanted help with it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.